Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the keypad was fully intact and buttons were fully responsive to user presses. The keypad cover was removed and no contamination was found under the button contacts. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed and there was no damage to the keypad flex. Unrelated to the original complaint, the audio bolus button cover was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.